Event description:
It was reported an angio-seal was deployed following a coronary angiogram and dialysis in 2004. Hemostatis was not achieved. Manual pressure was applied for 25 minutes with constant tension on the suture, followed by a compressor c-clamp to achieve hemostasis. The patient complained of pain a the puncture site. The physician made the decision to surgically remove the angio-seal device. Under general anesthesia, the patient underwent surgery where it was noted the angio-seal device had been deployed in the superficial femoral artery, the collagen was exterior to the artery in the correct location; however the anchor was located half in and half out of the posterior wall the artery in a bowed position. All components were removed and the artery was sutured. The patient received a 500cc transfusion (type unknown). The patient was reportedly doing well and recovering. The physician stated there may have been stenosis at the puncture site.